Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. As per internal procedure, the %cv of 20 or less the criterion is met. The product will not be investigated. The internal procedure section 8.3 if the time elapsed exceeds three hours there is high possibility that the discrepancies are due to changes in the status of the patient.